Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-01438. It was reported a cerebrospinal fluid (csf) leak occurred during a lead revision (reference reg report: 3006705815-2020-01435, 3006705815-2020-01436) on (B)(6) 2020. As a result, a blood patch was performed and the dura was sutured. Follow-up information indicated the patient also experienced a headache. Reportedly, all issues have resolved.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.